Event description:
Pt got his head behind the padded head board of the bed and suffered a seizure. He had a history of seizures and it is not known whether or not this incident contributed to the seizure.

Manufacturer narrative:
Our initial assessment of this incident did not address the requirement to report a serious injury even if the device did not malfunction. A review of our CAPA procedures determined that a report should have been filed.